Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's footswitch was unable to trigger x-ray. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote rejected. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.